Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No device damage was identified near the area where foreign material was found. A definitive root cause cannot be determined. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: the instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the gastrointestinal scope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.